Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that the formula would stop at the 2nd chamber and not flow through the tubing, so the mother would have to change up bags more frequently.

Manufacturer narrative:
Based on additional information received. Has been updated from "the customer reports that the formula would stop at the 2nd chamber and not flow through the tubing, so the mother would have to change up bags more frequently" to state "the customer reports that the formula would stop at the 2nd chamber and not flow through the tubing, so the mother would have to change up bags more frequently. The issue was noticed during the process of priming, there was no indication that the set was occluded." Based on the information received, the complaint has been updated and is not considered a reportable malfunction.

Event description:
The customer reports that the formula would stop at the 2nd chamber and not flow through the tubing, so the mother would have to change up bags more frequently. The issue was noticed during the process of priming, there was no indication that the set was occluded